Manufacturer narrative:
The medical center in (B)(6) discarded all impella product in (B)(6) 2021. An investigation and analysis of the product is not possible. Should the team share more clinical details that lead to a definitive root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp support in (B)(6) 2021. In (B)(6) 2022 the (B)(6) registry stated an access site bleed had occurred which prompted intervention. The vessel was sutured and blood transfusion was required.